Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: broken shell, underweight. A visual and microscopic analysis was performed which identified: sharp opening, delamination (<75% partial separation) and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening; a delamination partial of the valve (adhesive failure) additional, changed, and/or corrected data: b.5., d.1., d.2., d.4., d.6., d.10., g.1., g.5., h.3., h.4., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Surgery has been scheduled for (B)(6) 2019 but has not occurred. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device remains implanted.